Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to material ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interaction with the mildly calcified patient anatomy, such that the balloon ruptured upon first inflation at 8 atmospheres (atm) which is below the rbp. Return of the rx xience stent delivery system may have assisted in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for deployment difficulties or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. A definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that after pre-dilatation with a non-abbott balloon catheter, the xience v stent delivery system was advanced to the lesion site in the mid left anterior descending artery. Vessel and lesion site were characterized as being mildly tortuous and calcified, de novo, 90% stenosed and concentric. The xience v stent was deployed but the balloon also ruptured at first inflation at 8 atmospheres and after 15 seconds. Angiography confirmed that the stent was not fully expanded, which required the use of a non-abbott balloon catheter for post-dilatation. No adverse patient effects were reported. No additional information was provided.